Event description:
It was reported that the pump shut down unexpectedly intermittently. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and continued using the pump for insulin therapy.